Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, logs reveal that the alarm 224- "mismatch between delivered and measured fio2 " is also visible during the aforementioned time frame. Details provided by the customer shows that the oxygen cell was expired. 2p o2 cell calibration performed on (B)(6) 2023 21:01:12 and alarm 221 triggered on (B)(6) 2023 12:48:51- another sign of depleted o2 cell. The root cause was determined due to o2 sensor depleted (eol). Furthermore, the unit functioned as designed, delivered oxygen is same as the set oxygen %. Oxygen supply pressure drop is visible and warning alarms got activated as designed.

Event description:
It was reported to vyaire medical that a patient in the ICU could not be treated with flow-through oxygen because the bellavista1000 ventilator was sounding the alarm "oxygen sensor needs to be calibrated". The device did not allow the delivery of high-flow oxygen. Healthcare provider had to use new ventilator from another unit. Unknown patient outcome.

Manufacturer narrative:
H3: 81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.